Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. A main coil, the delivery wire and the and introducer sheath were returned for this complaint. The coil and delivery wire returned inside the introducer sheath, however, they were not interlocked, due to the main coil interlocking arm was detached. The introducer sheath was inspected and a kinked section was found near the twist lock, the twist lock had been opened; besides, some blood residues were found inside. The proximal end of the delivery wire was damaged, the zap tip was in good condition. The main coil was found kinked and stretched, and its interlocking arm was detached and it was not returned; blood residues were found in its fiber bundles. No more damages were found during this inspection. It was tried to advance the delivery wire through the introducer sheath, but it was not possible due to the main coil interlocking arm was detached and it was necessary to cut the sheath in order to remove the main coil from inside. The proximal end has a smooth surface, however, the last section of the coiled wire was damaged. The interlocking arm was in good condition, no damages were found. The zap tip has a smooth surface. The main coil was found kinked and stretched, besides, blood residues were found in its fiber bundles. The interlocking arm was detached and it was not returned. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the distal and proximal fiber bundles were found to be within specification.

Event description:
Reportable based on device analysis completed on 09-aug-2019. It was reported that the interlock was released automatically in the angiography catheter. A 20mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil automatically released in the angiography catheter. However, it was further reported that interlocking arm was not intact on the coil upon removal from the patient. It became detached in the catheter when the physician advance the coil to the lesion, and the physician removed the coil with the catheter from the patient body. Also, the interlocking arm was not present and not intact during packing prior to shipment of device for analysis. The device was removed completely with the catheter. The procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure. However, device analysis revealed that the interlocking arm was detached and was not returned.